Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis results revealed there were no anomalies found.

Event description:
It was reported that during an implant attempt the lead was opened by accident. The lead was not used. No patient complications were reported as a result of this event.